Event description:
Dress syndrome. Info was received in 2004 from a physician regarding a pt (age and gender unk), who experienced diffuse erythrodermia and fever. The patient's medical history was not provided. The patient received a series of three synvisc injections in the "beginning, middle and end of mo in 2004." Four weeks after the last injection, the pt experienced diffuse erythrodermia and a fever. The pt was treated with dermocorticoids. At the time of this report the pt's outcome was unk. Additional info was received in 2004 from the patient's physician. The patient is with a history of arthorosis of the knee. They received a series of three synvisc injections into the knee. The first injection was given in 2004 and the last in 2004, the same month. The pt was diagnosed with dress syndrome with hepatic and transient involvement of the lungs. They were hospitalized for 7 days (dates unk). The synvisc was stopped permanently. The physician assessed the case as "serious" and the causality between the event and synvisc as "probable." The intensity of the event was reported as severe. At the time of this report, the patient has not recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.